Event description:
Olympus medical sys corp (omsc) was informed that during the same laparoscopic assisted gastrectomy (cancer), three sets of tb-0535fc were used. During the use with the subject device that was the one of them, the seal and cut short circuit error occurred. And the ptfe pad on the grasping section of the subject device was severely worn. Omsc was informed that the user activated output without grasping anything in the grasping section. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad on the grasping section of the subject device was severely worn and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), th ptfe pad severely wears. Considering the evaluation results of the subject device, omsc concluded that the reported event occurred since the user activated output without grasping anything then the grasping section with the severely worn pad and the probe contacted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.